Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one closure top stripped during final tightening within surgery. It was removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: the closure top was returned for evaluation. The threads were found to be fully intact, however, the hex drive feature was deformed. Based on the visual evaluation of the hex deformation, it is likely the failure is due to the surgeon using a driver that was previously stripped (likely stripped from inadequate seating). A review of the DHR did not identify any issues which would have contributed to this event.